Event description:
The manufacturer's representative reported that the pump was explanted due to battery depletion after an implant duration of 85 months. During surgery, when the pocket was opened to explant the pump, it was noted that the catheter access port was not attached to the pump. It is uncertain when this event occurred. At that time, the catheter "fractured" and the distal segment remains in the patient. The segment was checked under fluoroscopy. The patient had been receiving baclofen 150 mcg/day; no symptoms were reported. A new pump was not implanted, as the pathology had changed from upper motor neuron dysfunction to lower motor neuron dysfunction following corrective orthopedic surgery approximately 10 years ago. Same report as manufacturer's report #: 6000030200601293.